Event description:
During procedure, it was noted that biopsy gun had an unnatural bend on the end causing improper biopsy collection. Device was removed, information was collected, and replacement gun obtained, no further complication occurred.